Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during transport of a cardiac patient, they connected the respiratory circuit to the endotracheal tube (ett) and noticed the patient was not receiving adequate breaths. Upon inspection, they found that the rubber band around the positive end-expiratory pressure (peep) adapter was loose and out of place. They tested four different circuits before identifying one that functioned properly and allowed the patient to breath effectively. There was patient involvement and no patient harm reported.

Manufacturer narrative:
One device was returned for evaluation of complaint that the device there were no damages or anomalies observed. The sample was sent to the tpm for evaluation. The tpm investigation report states no nonconformances associated with the peep adapter. The investigation yielded no identification of any defects within the components. The root cause of the complaint was unable to be determined.